Event description:
Customer reported discordant hemoglobin a1c results. A finger stick on the dca resulted in an 8.6 whereas a reference lab result was 7.4. There was no report or injury for this event.

Manufacturer narrative:
The cause for the discordant hba1c result is unknown.